Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: na. Lot: 30265860.

Event description:
It was reported that the patient was experiencing inadequate tremor relief from the deep brain stimulation (dbs). The patient underwent a revision procedure in which the lead was explanted from the subthalamic nucleus (stn) and a new lead was implanted into the ventral intermediate nucleus (vim). In addition, the burr hole cover was replaced. There was no issue with the device at the time of explant and issue was attributed to neurological effect not device performance. The patient was doing fine postoperatively. The explanted devices will not be returned as they were discarded at the medical facility.